Event description:
The doctor reported that a laser vision correction patient presented at the one month post op examination with an undercorrection in both eyes following a laser prk treatment. The patient''s post op bcva is 20/25 in the right eye and 20/30 in the left eye. The patient's ucva is 20/40 in each eye.

Event description:
The doctor reported that a laser vision correction patient presented at the one month post op examination with an undercorrection in both eyes following a lasik treatment. The patient''s post op bcva is 20/25 in the right eye and 20/30 in the left eye. The patient''s ucva is 20/40 in each eye.

Manufacturer narrative:
(B)(4): the amo clinical development manager went on site and provided surgical support to the clinic and treating doctors. The calibration plastics for treating days were reviewed and all were found to be within specification. Surgical procedures and cleaning protocols were reviewed. The clinical development manager was not able to pinpoint a specific cause for the undercorrections. The amo field service engineer conducted a thorough inspection of the equipment and found the left ocular of the microscope was off by plus 1.5 diopter and calibration cuts and the beam profile were not adjusting. The field service engineer replaced components to improve performance and correct the issues found and performed system alignments and calibrations. All pertinent information available to amo has been submitted.  (B)(4): placeholder.